Event description:
The side-tube "broke off" from the introducer sheath during introduction. Reportedly, the procedure was successfully completed without complications using a second introducer sheath. No add'l info has been provided.